Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed was not functional. The complainant was unable to provide add'l info. The complainant indicated that there was no pt involvement in the reported malfunction.